Event description:
Had severe difficulty breathing, ended up hospitalized with pneumonia from (B)(6) 2016 I believe due to the CPAP as well as on going increased sinus infections and general upper respiratory infections since starting to use the CPAP. FDA safety report ID# (B)(4).